Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion-approx. 2008 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 46-year-old female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion-approx. 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("removal") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, dyspareunia, bleeding intermenstrual, prolonged heavy periods, uterine contractions abnormal nos, decreased appetite, nausea, cramp in lower abdomen, suprapubic pain, pelvic pain female, parity 1 and multi gravida on (B)(6), 2020. In 2008, the patient had essure inserted. On (B)(6), 2020, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: insertion-approx. 2008. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6), 2020: specimens: bilateral fallopian tube, uterus and cervix final diagnoses: fallopian tubes, bilateral salpingectomy: no pathologic abnormality uterus, hysterectomy: ¿ cervix: mild chronic inflammation; nabothian cysts ¿ endometrium: inactive ¿ myometrium: leiomyomas ¿ serosa: no pathologic abnormality gross description: present within the remaining fallopian tube stumps are bilateral metallic essure coiled devices each with a length of 3.2 cm and a diameter of 0.1 cm. [Ultrasound scan vagina] on (B)(6), 2020: ut with ems 4mm, myoma 1.8 x 1.4cm, essure not visualized on sono, normal adnexa, no ff quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6), 2023: medical record received. Surgical pathology report added. Concomitant conditions , lab data, reporter (other hcp), patient's aka name added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.